Event description:
Pt reported that their induo meter would not power on. This issue was not resolved with troubleshooting. The meter would not turn on when the power button was pressed. The batteries were replaced less than a year ago. Pt was having high and low blood sugar symptoms, but unknown what the symptoms are. Pt did not test on the meter while experiencing symptoms. This case is reported as a meter malfunction since the power issue was not resolved. No further clinical info was reported.